Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that the patient has an ng (nasogastric tube) to lis (low intermittent suction). Per the night rn, a venting valve (white) was left on the end of the ng's air port (blue tubing) after he returned from a scan overnight. Also, per the night rn, when sogi rounded on the patient early in the morning, they cut off the blue tubing and told her (nicely, per the nurse) that she had left the tubing clamped all night. After talking to the nurse, they entered orders for ng tube management at 0641. On day shift, because the tubing was cut, they were unable to place a valve on the tubing when the patient went off unit for a scan. When the patient returned, stomach contents had spilled from the cut blue tubing. The patient was dissatisfied about this. It was possible to inject air into the port, but only with effort, as less than 1/4" of the end of needle-nosed syringe fit in the remaining opening. The salem sump anti-reflex valve is getting stuck in the ng tubes, where staff are needing to cut the blue tube because it does not come out. The customer further stated valves are not easily flushed out and there have been times that the suction is not working. Staff have visualized during a patient coughing episode that the patient was refluxing back into the og. The valve has shown to be clogged and wet with residue in the blue vent tube. And the new anti-reflux valves are being put on backwards with the white end into the blue airport.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo was provided. The photo was evaluated, and the anti-reflux valve was observed to be split in two pieces with signs of wear and stress. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. A corrective and preventative action has been opened to address this condition.